Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure, difficulty was experienced deflating the balloon. The physician removed the balloon partially inflated without incident. No pt injury or complication occurred.